Event description:
It is reported that a customer received a low blood glucose alert on their insulin pump as well as a threshold suspend. The patient's blood glucose level was at 125 mg/dl. The customer stated that they called because they did not know if the alert is malfunction or not. The customer was assisted with the issue and was informed that the alerts were normal pump behavior and that the insulin pump works as designed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.